Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer arranged to revert to multiple daily injections as a backup therapy, and tandem technical support sent a replacement pump with updated software. Moreover, detailed instructions and the necessary arrangements for returning the malfunctioning pump were provided and acknowledged by the customer.